Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately nine months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to heart failure. Approximately three weeks later, the patient was reportedly recovered. Approximately one year following valve implant, the patient was hospitalized due to poor food intake. Subsequently, the patient died. The cause of death was unknown. Per the physician, there was no relation to the device nor the implant procedure.